Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and visual disturbances are known observed and potential adverse events of stenting procedures as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent an rx acculink stenting procedure in a 90% stenosed, mildly calcified, right internal carotid artery. On (B)(6) 2011, the patient experienced new left hemianopia, increased left sided weakness and was diagnosed with a stroke. There was no reported treatment provided. The patient received physical, occupational and speech therapy. On (B)(6) 2012, the patient was discharged to a rehabilitation facility. On (B)(6) 2011, the patient's condition had returned to baseline. There was no additional information provided.